Manufacturer narrative:
Insulin pump received with unresponsive buttons due to moisture damage on the keypad trace. No display anomaly or constant tone noted. The device was also received in with damages to the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were unresponsive and the time clock was not advancing. The battery was removed for five minutes, but the anomaly continued. No further information was provided.